Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal end of the stent was damaged and bunched causing the proximal end of the stent to move 5 mm distally from the distal end of the proximal markerband. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-sep-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the proximal to mid left anterior descending artery (lad). After successfully implanting a 4.0x24 synergy stent in the proximal right coronary artery, pre-dilatation was performed with a 2.5x15 non-bsc balloon catheter after crossing the guide wire in the proximal lad. A 2.75 x 38 mm synergy stent was advanced but failed to cross the lesion. Dilatation was performed again but still failed to cross the lesion. The procedure was completed with a new 2.75x38 synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.